Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not audibly alarm when an error code 10 occurred. Mmdg did attempt to follow up with the initial reporter to obtain additional information, and they stated they had none. No other information was provided. (B)(4).

Event description:
The initial reporter stated that the pump did not audibly alarm when an error code 10 occurred. Mmdg did attempt to follow up with the initial reporter to obtain additional information, and they stated they had none. No other information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump speaker had failed. The pump alarms operated as expected, however, they did not audibly sound. The pump was serviced to correct the issue.